Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the device was returned for reliability analysis.

Event description:
Boston scientific received information that the right ventricular (rv) lead detected noise, resulting in inappropriate sensing of ventricular fibrillation (vf) was observed. The defibrillation portion of this lead was programmed off. It was unknown if inappropriate therapy was delivered. Pacing function and output was not affected. A revision procedure was performed and the rv lead was partially surgically abandoned, with the pacing therapy programmed on. A conductor fracture was suspected, however, was not confirmed with fluoroscopy. The device was explanted due to normal battery depletion. No adverse patient effects were reported during the procedure. The hospital retained the device and was not expected to be returned for reliability analysis.